Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she experienced a high blood glucose level of 400 mg/dl. Customer stated that she plugged in her sensor and she woke up yesterday with a sensor reading of 50 and a blood glucose of 201 mg/dl. Customer waited until her blood glucose went down and ate breakfast. Customer's blood glucose jumped to 400 mg/dl and her sensor reading was 180. Customer treated with the pump and insulin. Customer mentioned that she had surgery a month ago. Customer got incorrect readings this morning also. Customer stated that she is recovering from surgery and the pump is fine. Customer's current blood glucose is 252 mg/dl and her current sensor reading is 261. Difference between readings is within an acceptable range. Customer was advised to monitor the issue.